Event description:
On the focus rtp system, under certain conditions, when the user has an "spv" in one subwindow, the global maximum dose figure will be incorrectly reported for one particular pt slice.